Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys anti-tshr immunoassay (anti-tshr) on a cobas 6000 e 601 module. The initial anti-tshr result was 1.82 iu/l. The sample was repeated on (B)(6) 2018 and the result was < 0.300 iu/l with a data flag. The erroneous result was reported outside of the laboratory. There was no allegation that an adverse event occurred. The anti-tshr reagent lot number was 283568. The expiration date was not provided.

Manufacturer narrative:
Calibration and qc were acceptable. Based on the information provided, the reagent is operating within specification. Service personnel visited the customer site where maintenance was performed on the instrument and the measuring cells were replaced. Since the measuring cells were replaced, the instrument is working within specification. The investigation was unable to find a definitive root cause.